Event description:
The patient contacted lifescan alleging that his one touch ultra meter was reading inaccurately high. The patient obtained a 156 mg/dl and 160 mg/dl on the reported meter, while experiencing no symptoms of high or low blood glucose levels. Approximately 11 to 20 minutes later, the patient was tested on a physician's meter and a result of 109 mg/dl was obtained. No treatment was received. The customer care representative walked the patient through two consecutive control solution tests and the results fell outside the specifications. The patient neither alleged harm nor experienced injury or medical intervention. Based on the failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The control solution was replaced.